Manufacturer narrative:
Calibration and qc were acceptable. The sample clotting time was 10-20 minutes and the centrifugation time was 5 minutes. The customer's clotting time and centrifugation time were too short. Calibration and qc data do not suggest a general reagent or instrument issue. Based on the preanalytical and alarm trace data, the investigation determined the event was due to a preanalytical handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The customer reviewed some random results for troubleshooting purposes and repeated them with the reagent in question and the results were reproducible. "Sample clot" alarms were observed on the alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 msb/msbl. Two sample tubes were drawn from the patient at the same time. The result from sample 1 was 0.00486 ng/ml. The result from sample 2 was 0.207 ng/ml. Both samples were repeated and the result from sample 1 was 0.00487 ng/ml and the result from sample 2 was 0.00484 ng/ml. The result of 0.207 ng/ml was not clinically consistent with the patient¿s condition and was not reported outside of the laboratory.